Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the cautery point melted the plastic on the distal tip of the fenestrated bipolar forceps (fbf) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and confirmed that the instrument was inspected prior to use and no damages were noted. The thermal damage was observed after the procedure in decontamination. Surgeon was unaware of the damage during the procedure. The instrument had not collided with any other instruments during use. No arcing was observed.

Manufacturer narrative:
Based on the claim against the product by the customer noting cautery point melted the plastic on the distal tip of the fenestrated bipolar forceps (fbf) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and failure analysis investigations confirmed the customer reported complaint "cautery point has melted the plastic on the distal tip." Failure analysis found the primary finding of instrument bipolar yaw pulley/thermal damage to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The complaint regarding cautery point melted the plastic on the distal tip of the fbf instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.